Manufacturer narrative:
Results of investigation: the gas delivery engine (gde) was returned to carefusion for evaluation. Evaluation of the returned part confirmed a "stuck/stop" blender flag fault issue. This is a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that when their avea ventilator fio2 is turned to 100% it initially goes to 60% then goes down to 21%. When set at 21% it remains at 53%. The ventilator was in use on a patient when the issue occurred. The customer reported to carefusion that there were no harmful effects to the patient noted; the ventilator alerted the operator through low fio2 alarms.